Manufacturer narrative:
Manufacturer ref# (B)(4). Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. [Pt] underwent placement of a cook celect filter. The inserted cook celect filter is identified by product label as igtcfs-65-fem-celect-perm, lot e2456681. The cook celect filter subsequently migrated, tilted, and had multiple struts extending outside the vena cava walls, and one strut piercing into the duodenum. The cook celect filter caused symptomatic injuries to the injured [pt] because multiple legs penetrated through the vena cava wall, including one leg piercing by more than 3 millimeters outside the inferior vena cava wall and into the second portion of the duodenum causing, among other injuries, an ulceration. The cook celect filter was removed on (B)(6) 2019 at which time it was noted that the filter had significantly migrated to a perirenal position with multiple struts penetrating the vena cava wall. There was endothelialization and caval penetration. Through laparotomy, the vena cava was dissected in various locations to remove the filter, which included, among other procedures, cutting struts which were extending out of the cava wall. Hospital and medical records have been requested but not yet provided." Patient outcome: it is alleged that "[pt] was caused to undergo extensive medical care as a result of the failure of the cook celect filter. [Pt] has suffered and will continue to suffer significant past present and future medical expenses, pain and suffering, loss of enjoyment of life, disability, scarring, disfigurement and other losses."

Event description:
Patient allegedly received an implant on (B)(6) 2009 via left femoral vein due to deep vein thrombosis. Patient is alleging migration, fracture, bleeding, organ perforation, patient further alleges numbness to lower extremities, abdominal pain, report from xray: "there is ivc filter present. One of the limbs have become detached and is extending inferiorly and posteriorly." Report from computerized tomography (CT)2: "infrarenal ivc filter. Distal portion of the ivc are extruding out the ivc, one of the metallic component penetrates into the duodenum." Report from CT: "distal portion of the ivc are extruding out of the ivc, one of metallic component penetrates into the duodenum. This finding is unchanged compare with multiple prior studies going back to (B)(6) 2012." Report from xray: "preoperative chest radiograph, ivc filter perforated third duodenum." Retrieval report (successful): "this identified the ivc and with multiple struts coming out of the ivc in particular there was a strut into the duodenum, which was removed from the duodenum, allowing us to separate the ivc from the duodenum. The inferior vena cava was dissected both proximally and both proximally and distally. We were able to get control proximally and distally and place vessel loops. The right renal vein was retroaortic on an abdominal CT scan, was also dissected and encircled with the vessel loops." "The hook was visualized and grasped with a clamp, and the ivc filter was removed in its entirety."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bleeding, numbness and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(6) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated: fracture, organ perforation, difficult to retrieve, bleeding, numbness and pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.